Event description:
It was reported that while inspecting circulating items, the sterile package was found damaged. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product sterility was not breached. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product sterility was not breached. The initial report should be voided.